Event description:
After initiating cardiopulmonary bypass, it was noticed that the rpm's of the centrifugal pump were much higher than is normally needed to achieve 4 l/min of blood flow. The circuit and patient connections were thoroughly inspected and found to be without issue. The line pressure monitor was re-zeroed and found to be accurate. During the circuit inspection the observations were: 3470 rpm's (pump max 3500), flow 3.6 l/min, line pressure 250mmhg, and when squeezing the tubing with fingers, the perfusionist could feel a significant difference in the line pressure from pre-oxygenator to post-oxygenator. The pressure in the line was much higher pre-oxygenator suggesting a large pressure drop across the oxygenator. It was able to reach a 2.4 cardiac index (3.8 l/min) so the issue did not affect the care the patient received. The ultrafiltrate remained clear throughout the case, suggesting that the pressure drop was not causing excess hemolysis or rbcs. However, if the patient had been larger and thus requiring more blood flow, it would not have been able to deliver any more than 4 l/min. Second perfusionist also observed the high rpm's and difference in line pressure. He also agreed that there seemed to be no other unexpected issues with the patient or circuit. In an attempt to rule out the remote pump being the cause of the issue, it was changed out during the first circulatory arrest period. The new remote centrifugal head seemed to deliver the same flow and rpm's, suggesting that it was not the cause. During the warming phase of the case, the issue seemed to resolve slowly. By the end, it was able to flow up to 5 l/min at much lower rpm's.